Event description:
Boston scientific received information that this patient had a syncopal episode, received two shocks and was brought to the hospital. It was reported that a few days ago, the patient had his first episode of ventricular fibrillation (vf) since implant. The rhythm was converted by the first shock of 2 joules. However, today it took two shocks to convert, the 21 joule shock failed and the 31 joule shock converted. The patient has a torsades like rhythm and the physician believes the patient may be ischemic.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. Additional information was received confirming this patient had a cardiac catheterization and non-invasive programmed stimulation (nips) was performed with a successful conversion on the first attempt. No other adverse events have been reported. This product issue will be updated if additional information is received.